Event description:
It was reported that the sutures from the prostar xl device were deployed in the moderately calcified left common femoral artery using a preclose technique with a 6f sheath before an emergency abdominal aortic aneurysm (aaa) procedure. Reportedly, after deployment of the sutures, it was not possible to insert the 20f sheath due to calcification in the iliac artery. After several tries, using angiogram to control the device, it was noted that the sheath caused a rupture in the iliac artery. The planned aaa was stopped and a stent graft was placed in the ruptured iliac artery. During the closure of the femoral artery, while advancing the white sutures, they broke free from the vessel wall. The green sutures were successfully advanced to the vessel wall and partial hemostasis was achieved. Manual arterial compression was applied to achieve hemostasis, but due to the bad overall health status of the patient, the physician decided to close the puncture site with a surgical suture. The patient's health was reported as in a "bad overall state, but not life threatening" due to the ruptured iliac artery and the aaa. The patient's current health was reported as not being contributed to the prostar xl device. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device indicated for use with a 8.5-24f sheath. A 6f sheath was used. Evaluation summary: the device was returned for analysis. The white suture was not returned which could have aided in the investigation; therefore, the report that the white sutures broke free from the vessel cannot be confirmed. It was reported that the left common femoral artery was moderately calcified. Per instructions for use (IFU), the safety and effectiveness have not been established in patients with common femoral artery calcium, which is fluoroscopically visible. Also, the IFU states that the device is designed for use in conjunction with 8.5f to 24f sheaths. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.